Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-oct-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-oct-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 02-feb-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 02-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was an infection at the lead and lead-extension connection sites. The system was explanted. It was unknown if the issue was resolved at the time of the report. No further complications were reported.